Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported by the cvicu (cardiovascular intensive care unit) rn that during intra-aortic balloon (iab) therapy a ¿fiber optic sensor failure¿ alarm was generated after the patient returned from the cvor (cardiovascular operating room). The nurse states that the fiber optic operated as expected after insertion, the day prior to the event, in the ccl (cardiac catheterization lab) until the patient went to the cvor (cardiovascular operating room). It returned to the cvicu staff this morning with the fluid lumen transduced and fiber optic alarm occurring upon the fiber optic cable being plugged in. An alternate arterial site was used. The indication for use was "prep for surgery". There was no reported injury to the patient.

Manufacturer narrative:
Changed serial number (B)(4). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. Two kinks were found on the catheter tubing approximately 41.1cm and 76.2cm from the iab tip. The optical fiber was found to be broken at the kinked location of 76.2cm near the y-fitting. The optical fiber was found to be broken, confirming the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported by the cvicu(cardiovascular intensive care unit) rn that during intra-aortic balloon (iab) therapy a ¿fiber optic sensor failure¿ alarm was generated after the patient returned from the cvor(cardiovascular operating room). The nurse states that the fiber optic operated as expected after insertion, the day prior to the event , in the ccl(cardiac catheterization lab) until the patient went to the cvor(cardiovascular operating room). It returned to the cvicu staff this morning with the fluid lumen transduced and fiber optic alarm occurring upon the fiber optic cable being plugged in. An alternate arterial site was used. The indication for use was "prep for surgery"/ there was no reported injury to the patient.